Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind and motor position encoder error confirmed in the history file due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. The pump had scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.